Event description:
It was reported that the colonic ftrd was used for the treatment of a lesion in the rectum. The tissue mobilization was described as difficult. The view of the white application ring was limited due to bleeding. When attempting to deploy the clip, the white application ring went out of vision. The user hence assumed successful clip application and resected the tissue subsequently. The resulting perforation was then closed with clips. The patient required no further treatment.

Manufacturer narrative:
The device in question was returned for technical analysis. Upon arrival the clip was still on the cap and slightly advanced on one side. During technical analysis the clip could be deployed without any problems. All components were inspected and no deviation from product specification or a product malfunction could be found. It is likely that due to the rigid tissue, high counter-pressure against the clip was applied. In this case more force may be needed to apply the clip. As the view on the application ring was limited, the user misinterpreted the one-sided clip movement as successful clip application. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2022.